Event description:
It was reported that during a da vinci si liver resection procedure the patient began bleeding heavily. The initial reporter indicated that the patient bleeding was unrelated to the use of the da vinci si surgical system. The bleeding resulted in confusion in the operating room, causing a surgical staff member to trip on a system cable. This action generated non-recoverable system error code 25100. An isi technical support engineer was contacted via telephone for troubleshooting assistance, however, the surgeon was unable to take the time to walk through how to recover from this error due to the patient bleeding. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system issue experienced by the customer was due to a loose system cable connecting the patient cart to the vision cart. The cable passes video, audio, and data during system operation. It was determined that the cable became loose when a surgical staff member accidentally tripped on it. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 25100 appears when the da vinci safety system determines that valid data was not received, which is caused by a communication problem on the fiber optic cable. Upon determining this condition, the system records the fault and transitions to a safe state. As of february 29, 2012 there have been no reported recurrences of the issue at this hospital.